Event description:
Complainant alleged that during a routine shift check by a clinican the device did not detect the paddles. Complainant indicated that there was no patient involvement in the reported malfunction.